Event description:
The crrt machine was very slow in responding to commands that were input by the rn. It then stopped completely. The screen displayed "memory error 6" and instructed the user to manually return blood to the pt and restart the machine. The rn returned the blood manually. A new crrt unit was obtained and the affected unit was tagged as "defective medical device." The therapy was restarted an hour and a half later with a new machine.